Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with low, non-zero forces. During testing, the pump emitted a no cartridge detected alarm. The force sensor calibration reading was low and not within specifications. The pump case was removed, and the force sensor plate was contaminated with a black substance. The ball bearing on the lead screw gear was also missing. The force sensor resistance reading was high and also not within specifications. No evidence of moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that the pump was emitting multiple loss of prime warnings. It was noted that the cartridge had been changed to a cartridge from another box and the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.